Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-05116. Reference article: ahn, henrik casimir, jacek baranowski, lars-goran dahlin, and niels erik nielsen. "Transvenous implantation of a stent valve in patients with degenerated mitral prostheses and native mitral stenosis." The annals of thoracic surgery 101, no. 6 (2016): 2279-2284. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6% will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the heart block is unknown; however, in addition to the mechanisms described above, patient factors (heavily calcified native valve) likely contributed to the event.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), through the review of the article ¿transvenous implantation of a stent valve in patients with degenerated mitral prostheses and native mitral stenosis¿ author dr. P. Henrik casimir ahn et al. The following event was identified as pertaining to edwards devices: patient 6: an (B)(6) female with stenosis in heavily calcified native valve who received a tmvr with 26 mm sapient xt valve, required a permanent pacemaker implantation post implant.  The patient was discharged on pod5.